Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have the left force sensing resistor (fsr) out of range. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the left force sensing resistor (fsr) being out of range is unknown. To correct the condition the fsr was replaced. The device was serviced and restored to a good working condition. If any additional information is received a follow up MDR will be sent.